Manufacturer narrative:
Olympus followed up with the facility but no additional information about the event has been provided. As part of our investigation, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing practices. At this time the user facility has not yet scheduled a date for the in-service.

Event description:
Olympus received a legal document on 2/8/2016 which alleged that a patient was exposed to carbapenem-resistant enterobacteriaceae (cre) infection from a duodenovideoscope when the patient underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure. The duodenovideoscope was reprocessed using a custom ultrasonics automated endoscope reprocessor (aer). The patient underwent multiple procedures using a duodenovideoscope between (B)(6) 2015.